Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the distal end of the subject device tested positive for enterococcus faecalis (the number of the colony was not informed). The testing for other channels indicated no microbial growth. Therefore, additional microbiological testing was conducted again after reprocessing by (B)(4). In the test, the test result indicated no microbial growth for the distal end. After the testing, (B)(4) evaluated the subject device. The evaluation confirmed chips on the light guide lenses, broke in the adhesive around the lenses and worn bending section. The exact cause could not be identified.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for staphylococcus coagulase negative (>200 cfu/ml) during a routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush (life partners europe, ref. (B)(4)) and disinfected using an olympus automated endoscope reprocessor model etd3 (not available in the u.s.a) with peracetic acid. The user facility had not store the subject device within storage cabinet. There was no report of patient infection associated with this report.